Event description:
A report was received from a health care professional that the flow rate of the intera 3000 hepatic artery infusion pump s/n (B)(6) has slowed down, based on refill residual data. (B)(6) 2023 residual 9ml, flow rate 1.5 ml/day. (B)(6) 2023 residual 14ml, flow rate 1.14 ml/day. (B)(6) 2023 residual 16 ml, flow rate 1.0 ml/day. (B)(6) 2023 residual 15 ml, flow rate 1.0 ml/day. (B)(6) 2024 residual 16 ml, flow rate 1.07 ml/day. (B)(6) 2024 residual 22.5 ml, flow rate of 0.53 ml/day. The intraarterial manufacturing flow rate is 1.2 ml/day. The physician states that an angiogram had been completed and looked normal. Per the phyician on (B)(6) 2024, the patient's most recent refill residual returned 14 ml of fluid, suggesting that the pump is flowing accurately again. The pump remains implanted in the patient.

Manufacturer narrative:
As the pump flow rate has resolved and the pump remains implanted in the patient, the complaint is considered closed. The device history record for s/n (B)(6) was reviewed. There was 1 nonconformance pertaining to the lot number of this pump for damage in the form or scratches and dents during manufacturing. A 100% sort was performed on the lot and s/n (B)(6) was deemed acceptable. This nonconformance was determined to have no effect on the flow rate of the pump. The device met all functional and performance specifications prior to release to manufacturing. The device cannot be further evaluated at this time as it remains implanted. Therefore, the investigation cannot conclude a root cause at this time. If additional information is received at a later date, a supplemental report will be filed.